Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the device remains in use and the patient is doing well. The cause was not determined and the nerve pain and shocking was diagnosed by the physician as trigeminal neuralgia and being managed with tegretol 100mg tablet and gabapentin 400mg three times a day. The nerve pain and shocking resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6)2019. Product type: implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since 2017, the patient has been having nerve pain on his right side behind his right eye. The nerve pain "shoots" whenever the patient eats. They referred to the patient's nerve pain as a "little twinge" that occurs every once in a while and is "not a big deal." The nerve pain has become more frequent, sometimes lasts longer, and is increasing in sensitivity. The patient went to a neurologist every 3 months for botox and the nerve pain was treated with gabapentin. Caller stated that the neurologist thought the patient's nerve pain was trigeminal neuralgia, but the caller thinks the nerve pain might be related to the dbs because last night the patient was lying in bed and "jumped up like somebody jolted him." The patient told her that he felt a shock throughout his body. The ins was on. The patient was advised to see their physician for further troubleshooting.